Event description:
During implant, while using the medtronic catheter passer, the external jugular vein was nicked. Physician applied pressure, used suction and a suture to stop the bleeding, and flushed the area with saline. This resolved the issue.